Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
This supplemental report is being filed because product analysis was received and coding has been updated. No additional adverse patient effects were reported. Additional information received indicates that this lead exhibited high pacing thresholds, this lead was explanted. No additional adverse patient effects were reported. Boston scientific received information that this right ventricular (rv) lead exhibited dislodgement. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited dislodgement. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this lead exhibited high pacing thresholds, this lead was explanted. No additional adverse patient effects were reported. Boston scientific received information that this right ventricular (rv) lead exhibited dislodgement. This lead remains in service. No adverse patient effects were reported.